Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the manifold was not switching. Additional malfunctions include the pvc was discolored, the tie wraps were leaking, and the hose clamps were leaking.